Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis and the rupture was not confirmed; however, a leak was confirmed. Based on a visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A conclusive cause for the leak could not be determined. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the anterior tibial artery. An unspecified guide wire was advanced toward the target lesion. A 2x80mm armada 14 percutaneous transluminal angioplasty (pta) balloon catheter was soaked prior to use and air aspiration was performed outside the patient anatomy. No issues were noted during prep. The armada was advanced toward the target lesion, the system was inflated once to 6 atmospheres (atm) using an indeflator and it was noted that the balloon was losing pressure. The armada was removed and a new 120mm armada was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.